Event description:
Physical therapist from an unknown facility called stating that there is allegedly a melted fuse on the ptorb, power tiger pediatric power chair. No injury.

Manufacturer narrative:
(B)(4) no RMA has yet been initiated for this issue. Model ptorb, serial number/date code and age of product are unknown. The owner's manual part number 1134839, was issued with this device. The owner's manual is also found on-line at invacare.com. This device was being utilized as a demo chair in a (B)(6) facility. The physical therapist called stating that a fuse had allegedly melted. The facility was advised not to use the product. Arrangements are to be made to have the product returned to invacare for an inspection / evaluation. No injury alleged. The malfunction has not been confirmed.